Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did not receive the Fenestrated Bipolar Forceps (FBF) instrument to perform failure analysis.

Event description:
It was reported that after a da Vinci-assisted nephrectomy procedure, the Fenestrated Bipolar Forceps (FBF) instrument was found to have thermal damage to both the side and tip of the jaws. No arcing was observed while the FBF instrument was in use, and the patient was not injured. The source of the reported thermal damage remains unknown; as the surgeon does not believe the da Vinci system, instrument, or any accessory caused or contributed to the event. The patient had no postoperative complications, and there is no concern for any long-term effects.Additional information has been requested; however, no response has been received.